Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2008 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02091 / 02093).

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2008 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. No further information has been provided to date. Additional information received in patient medical records indicate a two step revision procedure was performed. The first step was performed on an unknown date for an unknown reason and the second step for "reimplantation of hip" was performed on (B)(6) 2008. A review of invoice history suggests that all components were removed and replaced with unknown products during the first step revision. Review of invoice history cannot confirm use of biomet product subsequent to the (B)(6) 2007 procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.